Event description:
The catheter was placed in the right scalp vein. Catheter was pulled back 5cm and 16cm was left in the pt. The catheter broke while indwelling.

Manufacturer narrative:
The sample was received on 9 may 2007 and sent for decontamination. The incident is currently under investigation. Upon completion of the investigation, a supplemental report will be submitted.